Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke with the staff who stated that the bipolar was intermittently working. Fse replaced the erbe according to isi procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced. Errors m-b0-60, m-0b, c-84, and m-b1 were present in the error log. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the bipolar energy of the erbe wasn't working. The technical service engineer (tse) reviewed the logs and found no errors. Prior to calling in the customer swapped energy cords and still there was no bipolar power. Tse could verify through the site's logs that the bipolar settings could be seen. The customer was able to fire monopolar power. Tse had them change ports on the erbe and power cycle the erbe but the issue remained. Tse asked them to replace the instrument, but site did not change the instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The unit was sent to and evaluated by the original equipment manufacturer (OEM). The bipolar sockets were closely examined, but the reported failure couldn't be reproduced by the in-house technician. While performing the pre-check, all sockets passed the recognition and detection tests, as well as produced outputs that were within tolerance, there was no fault found and the unit was functioning as intended.

Event description:
Refer to h10/h11 for follow-up information.